Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. The device history record (DHR) was reviewed, and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Concomitant products: mentor mentor smooth uhp 1340cc gel breast prosthesis, catalog #35051030l, serial #(B)(4). Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) caucasian female patient was diagnosed with stage ii left ductal/lobular cancer in (B)(6) 2016 and underwent bilateral skin sparing mastectomies (prophylactically in right breast) on (B)(6) 2016. The patient had mentor smxp tissue expanders placed bilaterally before reconstruction. The patient underwent breast reconstruction with mentor smooth uhp 1340cc study gel devices on (B)(6) 2018 and developed right breast infection that was observed on (B)(6) 2018. The patient underwent implant removal and debridement on (B)(6) 2018. The patient was implanted with another study device (catalog # 350-51340l, serial #(B)(4)) on (B)(6) 2018.

Manufacturer narrative:
On 07/19/2018, mentor received additional information about the event. Patient experienced mild pain in her right breast that was attributed to the suspect medical device. Patient code pain has been added. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 04/23/2019, mentor received additional information about the event. It was initially reported that the explantation date of the suspect medical device is (B)(6) 2018. New information states that the explantation date is (B)(6) 2018. Manufacturer¿s reference number: (B)(4).